Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/2.75 mm balloon ruptured at 10 atms. (The number of inflations performed is unknown.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous mid left anterior descending coronary artery. The physician used a 6f terumo introducer sheath for vascular access and a getz neo's soft guidewire and a medtronic launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfuly complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.